Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an interventional procedure, the guidewire kinked before the j tip. The operator noticed this when removing the guidewire from the patient. The guidewire was also stuck within the pulmonary vein tract. The event resulted in a pulmonary vein perforation and active bleeding. CT scan was completed for treatment planning.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to clinical use and excessive force during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.